Manufacturer narrative:
Explant date, section d6b, has been updated.

Manufacturer narrative:
Sections b3, date of occurrence, and d6a, explantation date have been updated.

Event description:
It was reported that a patient implanted with an impella 5.5 developed an infection (hospital germ) unrelated to the impella and experienced a high purge pressure alarm with low purge flow when the cassette was changed. Zero flow of the purge system was noted at the time of the exchange. The issue self resolved. Impella support continued.

Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in b2(is required intervention)

Manufacturer narrative:
No product returned for evaluation for investigation. The root cause of the infection and sepsis was unable to be determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product and insufficient data logs and clinical details were returned for analysis. The cause of the optical signal issue could not be determined as no product and insufficient data logs and clinical details were provided. The device passed all post-sterile inspection checks.